Event description:
Information was received from a helathcare provider (hcp) via a manufacturer representative regarding a patient who was receiving bu pivacaine and dilaudid (hydromorphone) via an implantable pump for non-malignant pain indications for use. It was reported that the pump had been "alarming since yesterday every hour and a half about." The pump logs showed the pump had stalled and recovered six times since yesterday. The company representative (rep) stated that the patient also felt like the therapy has not been working as well over the past 3 weeks. The patient told the rep that the same thing happened two years ago with his previous pump. The patient has not had magnetic resonance imaging (MRI) or any known magnetic exposure. The rep stated that they plan to do a dye study. The agent reviewed option to replace the pump and send it back for analysis if they rule out environmental causes for the stalls. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.